Event description:
The hosp reported that the unit would not cauterize.

Manufacturer narrative:
The actual device was returned to us and evaluated. It was tested in the cut, coag and abc (argon beam coagulation) modes. Co could not duplicate the reported problem. It was found that the device performed as intended. The pencil was disassembled and no problems found.